Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced elevated blood glucose levels (600 mg/dl) with small ketones the night before. The pump reportedly emitted no prime warnings 5 to 6 times in the prior 2-3 days. The patient declined to troubleshoot the pump, or infusion set. The patient has continued using the pump with no further issues reported. The user guide instructs the patient that all pump deliveries stop when a no prime warning is emitted. The patient is instructed to disconnect and re-prime the pump. This report is being made based on the allegation that the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation (B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: information from the date of the reported failure is overwritten as a result of the continuous use of the pump, black box reviews shows several "loss of prime" due low non-zero force warnings. The pump powers "on" and primes correctly. Tdd correctly reflects the user's programmed basal rates. Pump was exercised for 24 hrs successfully; no loss of prime was duplicated during testing. Force sensor calibration reading is within specification the pump passes a 29hrs flow accuracy test successfully. The pump was opened for further investigation, no moisture ingress found. The force sensor circuit was inspected, no defects were found. The cartridge was not returned and no lot number was provided: each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.